Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Mdu failed functional tests with hand piece overload when power cord was bent or twisted. Power cord assembly grew warm during testing. After troubleshooting, it was determined that the power cord had shorted and/or open internal wiring. Motor and hall board were tested and passed functional testing. The complaint was confirmed and the root cause was determined to be an electrical component failure. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the motor stall. No case reported. Results of the investigation have concluded that the hand piece overload when power cord was bent or twisted. The power cord assembly grew warm during testing and had shorted and/or open internal wiring, therefore this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.